Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia and was hospitalized on (B)(6) 2019. The customer's blood glucose value was 45 mg/dl at the time of incident and current blood glucose was 102 mg/dl. Customer was in emergency room and was treated with the pump and with food also treated with a poc glucose. Customer experienced low blood glucose for 3 to 4 days and stated was contacted emergency service because she was driving and experiencing confusion. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer does not alleged pump was over delivering. The devices will not be returned for analysis.